Manufacturer narrative:
(B)(6). Investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for tray pack residue with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer photos, the customer¿s indicated failure mode for tray pack residue with the incident lot was observed. This complaint investigation was conducted under the premise of a previously investigated issue specific for tray pack residue, where it was determined that the results and conclusions established in the previous investigations pointed to the same indicated failure mode and root causes observed in the current complaint investigation. Additionally, the conclusion drawn from the current complaint investigation did not yield new information regarding the indicated failure mode. Complaint data for this failure mode is monitored and trended on a routine basis root cause description: this complaint investigation was conducted under the premise of a previously investigated issue specific for tray pack residue, where it was determined that the results and conclusions established in the previous investigations pointed to the same indicated failure mode and root causes observed in the current complaint investigation. Additionally, the conclusion drawn from the current complaint investigation did not yield new information regarding the indicated failure mode. Complaint data for this failure mode is monitored and trended on a routine basis.

Event description:
It was reported that breakage and foreign matter were found before use with a bd vacutainer® sst¿ ii advance plus blood collection tubes. The following information was provided by the initial reporter, "this problem affecting these 2 racks of lot 9114611 does not come from the tube itself but from the packaging. The polystyrene used to support the rack disintegrates, so much so that the rack is full of small residues of polystyrene that infiltrate everywhere on the tubes and especially between the tube and the cap. It is obvious that we cannot use these tubes because we have a mechanical unblocker on our chain and unscrewing it may cause the small polystyrene balls to fall into the serum and block the needles, among other things."